Event description:
Brand new servo-I ventilator failed on a patient. The ventilator compressor began overheating and alarming "high temp." Ventilator began producing a "burning smell." The ventilator was immediately removed and changed out with another to prevent patient injury.it was determined that the burning smell was probably due to the circuit blowing out and not due to the compressor actually overheating and that there were no burn marks on the compressor.======================health professional's impression======================not sure at this point. Equipment will be serviced by vendor and will not know until after this occurs.======================manufacturer response for ventilator, maquet servo I ventilator======================sending person to hospital to assess equipment.